Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 9.6 - 10 cm from end of connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. This could have caused the reported noise problem.

Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.